Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while transporting a patient through a flight a "helium loss" alarm occurred on the intra-aortic balloon pump (iabp). However, there was no patient injury or harm reported.

Manufacturer narrative:
08/18/2017 01:32 pm (gmt-4:00) added by (B)(4) (pid-(B)(4)):a getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and reported running the helium leak test. There was no leak found during the evaluation of the iabp. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that while transporting a patient through a flight a "helium loss" alarm occurred on the intra-aortic balloon pump (iabp). However, there was no patient injury or harm reported.